Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2009 and revision procedures on (B)(6) 2010, (B)(6) 2012, (B)(6) 2013 and (B)(6) 2014 due to recurrent dislocation associated with patient fall. The femoral stem was removed and replaced. It was further reported that the patient was noncompliant.

Manufacturer narrative:
Current information is indicative of patient noncompliance as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings: "the patient is to be advised of the limitation of the reconstruction and the need for protection of the implants from full load bearing until adequate fixation and healing have occurred. Excessive activity, trauma and excessive weight have been implicated with premature failure of the implant by loosening, fracture, and/or wear"